Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off during fentanyl therapy in the intensive care unit. No additional information is available.

Manufacturer narrative:
Correction: b5: there was no report of patient injury or medical intervention associated with this event. Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the device did not power off without user input. A review of the event history log revealed 'improper shutdown'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.